Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream device was not returned for evaluation. However, one x-ray, one video and two photo files were provided for review. The static image had a sheath in the right femoral artery. There was a wire into the external iliac artery and common iliac. There was a non-expanded stent within the external iliac artery. The balloon was noted to be within the sheath. The two were separated. The video demonstrated some movement of the balloon with the stent remaining in place. The conclusion from imagery was the stent was dislodged from the balloon. The first photo showed the front of a lifestream carton with local labelling applied. The lot no was visible. This complied with the lot number logged on the gcs. The second photo showed a stent placed on a blue material. The size of the stent could not be determined. One end of the stent was squashed and damaged likely occurring during its retrieval from the patient. There was no obvious stent expansion. Therefore, the result of the investigation is confirmed for the reported stent dislodgement issue. The root cause for the reported stent dislodgement issue could not be determined based upon the available information received from the field communications and imagery review. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent a stent graft placement procedure using the lifestream. During the procedure, the stent allegedly dislodged in-vivo. Another device was used to complete the procedure.